Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting over sensing. After analysis, technical services (ts) confirmed this device was exhibiting t-wave oversensing. Ts noted that these episodes were around noon timeframe and recommended asking the patient about anything new they started doing around that timeframe. Ts also suggested reprogramming options. This ICD remains in service. No adverse patient effects were reported.